Event description:
A surgeon reported that an intraocular lens (iol) would not work in the cartridge of the iol delivery system. An iol was returned stuck in the cartridge of the iol delivery system. It is not known whether there was pt impact/injury associated with this event. Add'l info has been requested.